Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that an error occurred and the device restarted after pressing the o2 suction button during use on the patient. After the restart, an apnoea alarm occurred and the flow calibration could not be performed. Even if the flow sensor was replaced, "flow calibration failure" occurred, so the device was replaced. There were no patient consequences reported.

Event description:
It was reported that an error occurred and the device restarted after pressing the o2 suction button during use on the patient. After the restart, an apnoea alarm occurred and the flow calibration could not be performed. Even if the flow sensor was replaced, "flow calibration failure" occurred, so the device was replaced. There were no patient consequences reported.

Manufacturer narrative:
The log file of the affected device was provided and analyzed. Based on the log entries it could be confirmed that the device detected the device failure and performed a restart on the 16th of november 2020. After the restart the ventilation was continued. The root cause for the problem is a temporary deviation in the software version 4.10. A deviation within the electronic system will cause a software-controlled restart in order to reset the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After a successful restart, ventilation will be continued with the latest settings after not later than 12 sec. The log file also contains entries indicating a failed flow sensor calibration, as it was also reported. Failing the flow sensor calibration is typically caused by a faulty flow sensor and can be remedied by replacing the flow sensor. The flow sensor is a wear and tear part. The device reacted as specified to a detected technical deviation within the electronic system by posting a high priority alarm and performing a restart in order to remedy the issue. Further alarms were generated to alert the user of a deviation regarding the flow measurement. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.